Event description:
It was reported by service report that the restraints could not be latched/locked due to a missing ankle restraint. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.